Manufacturer narrative:
Device not returned. Additional manufacturer narrative: in the surgeon's response, it was indicated that this explant was not due to a device malfunction but was procedure related due to an unsuccessful ring repair. It was also indicated that the device is not available for return and evaluation as it was discarded by the hospital. On (B)(6) 2011, the operative report was provided which indicated that the patient had been taken off bypass after implant of this device and, under tee, there was mitral regurgitation. The patient was again placed on cardiopulmonary bypass and the device was explanted and replaced with a valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. This is typically identified prior to going off bypass and therefore potential for injury is remote. In this case, the patient was taken off bypass which required extended operative and total bypass time and increased the risk of the procedure.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, an annuloplasty ring was explanted at implant and replaced by a valve. Per the surgeon's response, the annuloplasty ring was explanted due to an unsuccessful ring repair and not due to a device malfunction. The accompanying operative report indicated that they took the patient off bypass before implanting a competitor's valve. Per operative report: we tried to do it through a minimally invasive approach [small right thoracotomy], after going on cardiopulmonary bypass, we clamped the ascending aorta after opening the pericardium. We delivered retrograde cardioplegia in a catheter that was inserted after putting the patient asleep. The heart arrested. We then proceed to dissection interatrial groove and then opened the left atrium that was moderately enlarged. We inserted an atrial retractor and then positioned the camera so we could see the whole mitral valve apparatus. We soon realized that there was a prolapse at the junction of p1 and p2. The anterior leaflet was a bit thickened and the free edge was rolled in. It was a bit thick. However, we elected to proceed with the repair. We resected a segment of p1 and p2. We did sort of a quadrangular resection and then plicated the posterior annulus with interrupted sutures of 5-0 ethibond and re-approximated the two segments of a posterior leaflet with an interrupted suture of 5-0 ethibond. We used a knot pusher for doing so. Once completed, we delivered more retrograde cardioplegia and then proceeded to insertion of all the sutures in the mitral annulus, 11 sutures of 2-0 ethibond that we passed through the physio ring 13mm. Then it was tied down properly with the knot pusher. By injecting some saline into the lv, the repair looked satisfactory. We then inserted a vent through the mitral valve and closed the atrium under direct vision with two running sutures of 4-0 gore-tex. Once completed, we then removed the aortic clamp. The heart started beating spontaneously. We inserted a right chest tube and restarted the ventilation of the left lung and kept the right lung collapsed. Then we started getting a temperature of 36.5. We came off bypass and repeated a tee that showed till at least moderate to severe mr in the same territory. I could not explain it because the repair was looking satisfactory. Maybe the anterior leaflet was too thick and rolled in explaining the poor coaptation of the anterior and posterior leaflets. So at this point, I did not have much of a choice especially that we were on this cardiopulmonary bypass machine for approximately 2.5 hours and trying to do another repair would increase the ischemic time too much. So at this point, I decided to abandon this procedure and convert to a median sternotomy. We proceeded immediately after failure of our repair through a small thoracotomy to a median sternotomy. We then opened the pericardium. We looked at the repair. It was looking satisfactory except there was some thickening of the anterior leaflet of the free edge and also I think there was poor coaptation between the repair and this anterior leaflet that was rolled in explaining the recurrent mr. So I did not have much of a choice and I did not want to take any chances for a second repair and I proceeded to resection of the anterior leaflet.